Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: leak found in tubing distal/directly underneath the alaris pump chamber at the first clave.

Event description:
No additional information provided.

Manufacturer narrative:
It was reported by customer that tubing was primed with IV magnesium. When the pump was started, fluid leaked out a pin hole in the lumen. Two photos were submitted for quality evaluation. Inspection of the photos indicate that there is a issue with the connection of tubing at the outlet port of at a y-site smartsite in the assembly of the infusion set causing a leak. Based on the photos provided by the customer, it appears that there is a issue with a lack of solvent at the bonding location. The customer complaint of separation - component leak was verified. The investigation was move to manufacturing, and along with the manufacturing and quality operations team, it was not possible to identify a root cause due tonthe pictures not giving us enough evidence to perform a line of investigation. One picture indicates leak (long distal) and the second shown separation (distal). No samples were available to perform any investigation. No corrective or preventive actions were stated since it was not possible to identify a root cause due to picture/analysis of the pictures provided by customer did not give us enough evidence to perform a line of investigation. One picture indicates leak (long distal) and the second shown separation (distal). A device history record review for model 2426-0007 lot numbers 25025318 and 25025383 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.